Event description:
The user facility reported the knight dosing system was not working properly and an employee from the central sterilizing department attempted to repair the dosing system. Reportedly after he repaired the squeeze tube, he primed the unit at which time the squeeze tube disconnected. When this happened, detergent splashed his right eye and a piece of the tube (tie wrap) hit him below the right eye. He went to the ER where his eye was washed with saline and an antibiotic cream was applied to the scratch. He missed no time from work and is reported as fine.

Manufacturer narrative:
A steris service technician inspected the unit and found the three-way valve at the squeeze tube connection had been closed by the central sterilizing employee who repaired the unit. This closed valve allowed pressure to build up in the system and caused the squeeze tube to disconnect. The original cause for the repair was a damaged component on the tubing which caused bubbles in the detergent. This is what the employee was trying to resolve. The steris technician replaced the squeeze tube, opened the three-way valve and tested the pump. The unit operated to specifications and was returned to service. The steris technician who responded to the event explained that proper ppe should be worn if performing repairs, including gloves and safety glasses when handling chemical detergents or working on pumps.